Event description:
Patient had rt shoulder arthroscopic surgery, slap repair on (B)(4) 2004 and pain care 3200 was used after surgery. A second open rotator cuff surgery was performed on rt shoulder on (B)(4) 2005 and pain care 3200 was used. Patient alleges glenhumeral chondrolysis.